Event description:
The customer reported a bowl leak that occurred during a treatment procedure. Name and function of complainant: same as rptr. Customer reported that during the end of the 5th cycle a system error 183 (centrifuge speed too slow) was rec'd. Customer noticed that centrifuge chamber cover was steaming up and observed a blood leak from between the top and bottom of centrifuge bowl. Customer aborted treatment, no fluids returned to pt. Pt not affected at all. The data key was returned by the customer for investigation.

Manufacturer narrative:
(B)(4). A review of lot file a733 was performed. There were no nonconformances associated with this lot. This lot met all release requirements. A review of complaints rec'd for lot a733 was performed. There were two other components of centrifuge bowl leaks reported to date for this lot. No trends were detected. This assessment is based on the info available at the time of the investigation. The data key was rec'd and analyzed. The kit was not returned. Based on the investigation for this complaint, no remedial action was taken. W/o the returned kit to examine, a positive assessment of root cause could not be made. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. Refer to CAPA (B)(4) for late reporting justification. (B)(4).